Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and was analyzed. Battery depletion was found to be normal.

Event description:
It was reported that the device reached elective replacement indicator (eri) (B)(6) after it showed estimated time was one to three years. The device was removed and replaced. No patient complications have been reported as a result of this event.